Manufacturer narrative:
The code 3191 was used since the appropriate term for endoleak type iii is unavailable. After further review of additional information received the following sections g3, g6, h2 and h6 have been updated accordingly. A patient underwent endovascular aneurysm repair (evar) with a 26mm incraft aortic bifurcate stent graft system; came back for follow-up with the physician and a type 3 endoleak was observed. It was mentioned that approximately 2 years after treatment, a follow-up was made at the hospital and the endoleak was absent. When the patient came back for another follow-up, the cuff and palmaz were prepared and a type 1a endoleak was not observed, however, a type 3 endoleak was observed. The open surgery for the repair of type 3 endoleak was completed last week. The device didn¿t remain in the patient anymore. The primary surgeon found that it was a type iii finding with a large tear at the graft bifurcation. As a result of wiring with a radial approach, the unknown wire easily came out of the graft after leaving the main body graft¿s starting point. As a result of inspection with an unknown contrast agent through a pigtail, ir and ic physicians decided it was a type 3 endoleak. The device was not returned for analysis. An external physician review of the procedural images provided was conducted. The evaluation of the case is limited due to the lack of clinical information and imaging provided. A single intraoperative jpeg image and a single intraoperative mpeg file are submitted for review. No images from the initial graft placement or from subsequent surveillance are available for review. The jpeg and mpeg files are difficult to interpret. These images are from open surgical repair of the aaa. An endograft is in place and there appears to be a large tear in the fabric of the graft along the posterior surface. The jpeg image is quite blurry and does not offer any significant information. A product history record (phr) review of lot 17432617 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿bifurcated aortic prosthesis endoleak type iii¿ was confirmed through physician analysis of the procedural images provided for review. However, additional images may have been helpful in determining the root cause. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural factors such as vessel characteristics, may have contributed to the reported event. Use ¿potential adverse events and potential device risks include, but are not limited to: endoleak, perigraft flow. Warning: ensure that the position of the aortic bifurcate cranial edge markers does not change while retracting the sheath. Once the trans-renal stent is unsheathed, the barbs on the trans-renal stent are exposed and may be engaged with the aortic wall. Repositioning or rotating the aortic bifurcate delivery system with the barbs exposed may damage the trans-renal stent or the aortic bifurcate delivery system, or cause injury to the artery or cause partial/complete coverage of aortic side-branches. Repositioning of the prosthesis may also result in peripheral and aortic side-branch vessel embolization. Under fluoroscopy, use an appropriately sized and compatible compliant balloon catheter to tack the cranial and caudal seal zones and the overlap regions of the modular components as well as any areas of potential restricted blood flow. Caution: be careful not to displace the prostheses upon introducing and retracting the balloon catheter. Note: care should be taken when inflating the balloon, especially with calcified, tortuous, stenotic, or otherwise diseased vessels. Ensure to not inflate the balloon outside or the graft material. Inflate balloon slowly. It is recommended that a backup balloon be available. Over inflation of balloon can cause graft tears and/or vessel dissection or rupture. Cautions: high pressure injection of contrast media made at the edges of the prosthesis immediately after implantation may cause an endoleak. Leaks at the attachment or connection sites should be treated using a balloon catheter to remodel the prosthesis against the vessel wall. Major leaks that cannot be corrected by either re-ballooning may be treated by adding aortic or iliac extension components to the previously placed stent-graft components or any other method per local practice and the clinical situation. Any leak left untreated during the implantation procedure must be carefully monitored after implantation. It is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information.¿ neither the phr review nor the procedural images suggest that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the device history record (DHR) associated with lot 17432617 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, a patient underwent endovascular aneurysm repair (evar) with 26mm incraft aortic bifurcate stent graft system; came back for follow-up and a type 3 endoleak was observed. It was mentioned that approximately 2 years after treatment, a follow-up was made at the hospital and the endoleak was absent. When the patient came back for another follow-up, cuff and palmaz were prepared and they had checked with the professor but type 1a endoleak was not observed, instead, a type 3 endoleak was observed. The open surgery for the repair of type 3 endoleak was completed last week. The device didn¿t remain in the patient anymore. The main surgeon found that it was a type iii finding with a large tear at the graft bifurcation. As a result of wiring with a radial approach, the unknown wire easily goes out of the graft after leaving the main body graft¿s starting point. As a result of inspection by shooting a contrast agent (unknown) with a pigtail, ir and ic professors decided it was a type 3 endoleak. Image and video are available for review. The device will not be returned for analysis as it was not kept and was abandoned after the surgical repair.